Manufacturer narrative:
Product analysis: manufacturer's analysis could not confirm the reported issue; the external pulse generator (epg) passed all incoming testing. It was found that the display wires were pinched, and the insulation was compromised. Additionally, the upper case was dented, the lower case was scratched, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during regular maintenance, the external pulse generator (epg) was showing an incorrect atrial-ventricular interval. When the unit was set at 150 milliseconds (ms), the reading was 600ms. The epg has been returned for service. There was no patient involvement.